Event description:
Distributor contacted dexcom technical support on behalf of the patient (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed the initializing screen without manual restart. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).